Event description:
The customer reported a motor error alarm and a blood glucose reading of 312 mg/dl. The customer stated that he was going to have his blood glucose levels treated by hospital staff as he has also been having high blood pressure. The customer also stated that he wore the insulin pump during an MRI. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test. Motor error alarm noted during rewind due to motor encoder out of phase.